Event description:
It was reported by service report that the stretcher's side rail would not latch up. It also had a broken side rail with sharp edges. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.